Manufacturer narrative:
(B)(4). Reported event was confirmed by review of x-rays. X-ray review stated asymmetric position of the femoral head within the acetabular cup suggesting polyethylene wear. Heterotopic ossification along the greater trochanter and superior acetabulum. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Unable to perform a complaint history search due to insufficient information provided. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item # unknown, unknown competitor, stem lot # unknown; item # unknown, unknown liner, lot #: unknown; item # unknown, unknown head, lot #: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported patient underwent a revision procedure due to the cup being malpositioned. Additional information was requested, however none was available.